Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net transmission noted with automatic mode switching episode. Upon review, the device was competitively pacing the atrium when p wave was sensed in refractory. The patient then degraded into atrial fibrillation (af). The physician believed that the pace induced the af. The sensor was turned off. The patient¿s condition was good after the intervention.